Event description:
Exhalation valve was sticking on ventilator, not allowing the patient to exhale. Patient was immediately taken off the ventilator and bagged with 100% oxygen. Patient was then placed on a different ventilator.